Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and each had the hemogard closure assembly correctly assembled and placed on the tubes, with no issues identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function - stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were 10 tubes with stoppers that were crooked and popping off after centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were 10 tubes with stoppers that were crooked and popping off after centrifugation. No adverse impact was reported regarding the patient or user.